Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. An attempt was made with another prostyle device; however, when the lever was closed and the device was being removed there was some resistance. After removal it was noted that the posterior foot of the device had separated and was thought to have remained in the patient anatomy. Cut down surgery was performed and an angiographic aortogram was taken; however the separated prostyle foot was not seen. The physician believes that the foot is possibly embedded in subcutaneous fatty tissue. There was a clinically significant delay in the procedure or therapy due to the cut down surgery and aortogram. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.